Event description:
It was reported that this right atrial (ra) lead exhibited pacing failure due to migration and lead perforation which confirmed via x ray. This ra lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This supplemental report is being filed to correct the d6b: implant date; and d6b: explant date.

Event description:
It was reported that this right atrial (ra) lead exhibited pacing failure due to migration and lead perforation which confirmed via x ray. This ra lead was explanted and replaced. No additional adverse patient effects were reported.